Event description:
Procedure: gastric bypass. According to the reporter: after fully firing the instrument, they encountered poor staple formation. The last 30mm of staples did not form properly, but the knife did cut the tissue. Blood loss was reported and or time extension was reported as more than 30 minutes. The pt was admitted to ICU for more than one week.